Event description:
The customer reported that the certified nursing assistant was removing a client from a century tub using a saf-lift. As the client was in the air and over the right side of the tub, the lift broke loose and the client and lift fell. The certified nursing assistant was able to hold the lift and client up until assistance came. The client was safely removed from the lift by cutting the safety strap.